Event description:
Procedure type: lap hernia repair. Pt gender: unk. According to the reporter: the hinge broke near the foam. There was no report of pieces falling into the cavity or impacting the pt. The operating time was not extended as a result. No pt injury was reported.

Manufacturer narrative:
Initial report sent: 11/12/2007.